Event description:
The autosuture stapler device did not fire and the staples remained open. The surgical procedure was almost completed. The laparoscopic procedure was aborted and the procedure completed with open laparotomy.